Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a 4.0x18mm resolute onyx drug eluting stent to treat one severely tortuous, moderately calcified lesion with chronic total occlusion, located in the proximal lad and the mid cx artery. The lesion was not pre-dilated. There was no damage noted to packaging. The device was not inspected. Negative prep was not performed. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that the device failed to cross the lesion, and there was a detachment of the stent. However, it is reported that the stent was implanted in the intended lesion. The procedure was completed using a 4.0x15mmm resolute onyx stent, which was implanted over the 4.0x18mm stent at the target lesion. A medtronic semi-complaint balloon was also used to treat the occlusion. There is no patient injury.

Manufacturer narrative:
Additional information: resolute onyx stent moved off the balloon in vivo during advancement of the device and was deployed using a new balloon in the lesion. It is also noted that the tip of the delivery system detached from the device and remains in the vessel of the patient. There was no previously deployed stent in the 100% occlusion. If information is provided in the future, a supplemental report will be issued.